Event description:
It was reported that the device had a downstream occlusion. Per reporter, the alarm was triggered during set up. There were not any additional inline components used. Patient was sent up on pump and prior to leaving the pump started alarming downstream occlusion. There was no occlusion identified and when they changed to different pump, and it worked without beeping occlusion. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. H3: device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.